Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, after opening the foot the plunger was depressed but did not go smooth as usual, it was difficult but able to be depressed. When the plunger was removed there was no suture present. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be replicated in a testing environment as they occurred due to procedure circumstance. The reported difficulty deploying the plunger could not be replicated in a testing environment based as only the plunger was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss, difficulty deploying the plunger and subsequent treatment appear to be related to an interaction with the patient tissue due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.